Event description:
The physician went to take the entire needle off the syringe in order to refill the syringe with local, and in the process the pink safety cap came apart from the needle hub. The syringe was a luer lock and a twisting motion was necessary in order to take the needle neck off.additional information obtained from the site:there was no needle sticks to the staff.needles come in a custom made pack, so there wouldn't be any stress on them while storing. Manufacturer response (as per reporter) for 22g 1 1/2 needle, (brand not provided)